Event description:
During a product evaluation of the adult size microcuff endotracheal tube, the respiratory technician (rt) did a cuff leak test to ensure the cuff deflated sufficiently prior to extubation and to assess the amount of swelling in the trachea. During the leak test, a syringe was attached to the pilot balloon and some air volume was evacuated. The pilot balloon collapsed indicating loss of pressure in the cuff, but the rt noticed liquid in the pilot balloon and the ventilator did not yet register a leak. The rt waited several more seconds then pulled on the syringe again which pulled more air and some moisture. They were able to deflate the cuff using this method of pausing, then deflating again with the syringe until the cuff was fully deflated. The patient was then extubated and no patient injury was reported. Kimbery-clark has no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occured. This product incident is documented in the kimberly clark complaint database.

Manufacturer narrative:
The product was not returned to kimbery-clark for evaluation nor was a lot number provided therefore the specific device master record could not be identified for review. The product incident has been incorporated in the kimbery-clark complaint trending system which is used to identify repetitive issues that require corrective action.